Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by an affiliate, during a coil embolization of three cmplx xtrasoft coils (640cx0308,17638005), (640cx2505, 17663155) and (640cf0515,17653317) had re-sheathing failure issue. The physician used another same size coils and the procedure was successfully done. There was no report of patient injury. Based on the investigation of the cmplx xtrasoft coil (640cx2505, 17663155, the embolic coil was found to be stretched. No additional information has been provided. (B)(4). A non-sterile orbit galaxy cmplx xtrasoft coil 2.5x5 was received coiled inside of a pouch. The hypotube was inspected and no damages were noted on it. Part of the support coil was received outside of the introducer form the proximal end. The introducer was found partially zipped. The gripper and the embolic coil were found outside of the introducer. The gripper and the embolic coil were inspected under microscope, the gripper was found without damages while the embolic coil was found stretched. The functional test cannot be performed due to part of the super coil was found outside of the introducer from the proximal end. A review of the manufacturing documentation associated with this lot 17663155 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as ¿coil introducer ¿ zipping difficulty re-zipping¿ was confirmed, the failure experienced by the costumer appears was due to part of the support coil was found outside of the introducer from the proximal end. The stretched condition and the damages noted on the device were apparently caused by applying excessive force on them. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have this failure. The IFU (lcn 208535-001 rev. C) instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the re-sheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the re-sheathing tool. If the re-sheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by an affiliate, during a coil embolization of three cmplx xtrasoft coils (640cx0308,17638005), (640cx2505, 17663155) and (640cf0515,17653317) had re-sheathing failure issue. The physician used another same size coils and the procedure was successfully done. There was no report of patient injury. Based on the investigation of the cmplx xtrasoft coil (640cx2505, 17663155, the embolic coil was found to be stretched. No additional information has been provided.